Manufacturer narrative:
A thorough investigation was performed, and the engineer tried to reproduce the issue by restoring the customer backup file. The current patient images are only sending to pacs and printer. The issue was not able to be reproduced.

Event description:
The customer reported at the end of the examination, the epiq 5 ultrasound system was sent to the pacs and when printing two images of the previous examinations on each new patient. There is no allegation that the reported patient data mix-up impaired clinical judgment or affected patient outcome. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow-up report upon its completion.